Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support, as customer refused to remove site. Customer changed the cartridge to address the occlusion alarm. Customer's blood glucose level was 208 mg/dl.